Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 08:00am. The patient manages her diabetes by self-adjusting her insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that she developed a symptom of ¿severe headache¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time that the meter was used and when the patient was walked through a test the issue remained unresolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.